Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent a surgical procedure to remove scar tissue from the bladder neck. This procedure may have caused an infection on the penis and scrotum. The existing ipp was then removed and replaced with a malleable device and the patient was treated with antibiotics. The physician did not believe the device caused the infection. There were no device malfunctions associated with the explanted device and the patient was expected to fully recover.